Manufacturer narrative:
The reported events were lead dislodgement and capturing problem. As received, a complete lead was returned in one-piece visual examination found the four tines intact. The reported event of capturing problem was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray analysis did not find any anomalies. No other anomalies were seen.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient's pacemaker showed the right ventricular (rv) lead had an elevated capture threshold due to a possible lead dislodgement. The rv lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.